Event description:
It was reported that this right atrial (ra) lead was suspected of loss of capture (loc). Device reprogramming and further patient evaluation to confirm loc on this lead were recommended. No additional adverse patient effects were reported. This ra lead remains in service. Additional information was received, indicating that the patient had been under follow-up. No intervention was required, and no additional adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead was suspected of loss of capture (loc). Device reprogramming and further patient evaluation to confirm loc on this lead were recommended. No additional adverse patient effects were reported. This ra lead remains in service.